Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a fibular fracture procedure, the surgeon was attempting to attempting to fixate with a fibulock nail. Upon reaming with the 3.2 reamer, the reamer broke off into the fibular canal. He had started the reamer by hand because he was weary after the gold wire broke upon initial insertion. He then put it on power. Once on power it snapped almost instantaneously. The reamer broke right at the base of the floots. The surgeon attempted to retrieve the broken realer with various graspers but was unsuccessful. The surgeon was unable to retrieve the reamer fragment and had to leave the reamer in the fibula and plated over the top. A successful reduction and plating of fracture was completed with the broken reamer left inside bone. Additional information provided 9/11/2018: the surgeon had to make an unplanned incision to place the plate.